Event description:
A customer contaced beckman coulter regarding an elevated accu tnl result from a single pt that was generated by the synchron lx i725 instrument. The elevated accu tnl result was 0.69ng/ml. The elevated accu tnl result was reported out of the lab. The customer indicated that the original sample was later retested (actual time was not provided) the same day for accu tnl. The repeated accu tnl result was 0.08ng/ml. The repeat acu tnl result was reported out of the lab as a corrected report. There has been no change to pt treatment or any injury that can be attributed to this event.